Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The lesion were located in proximal left anterior descending (lad) artery and the 1st diagonal. Both lesions were mildly calcified and 75% stenosed. The pt was pre-medicated with benadryl/diphehydramine and solu-medrol/ secondary to a respiratory reaction to the contrast from a prior procedure. An echocardiogram showed some mild to moderate left ventricular dysfunction but no significant valve disease. The physician inserted a 6 and 7 french sheath into the right femoral artery and vein respectively. A swan-ganz catheter was inserted up to the pulmonary artery and pressure were made in the pa, rv and ra. The catheter was removed. A jl4 and a jr4 catheter was used for selective coronary arteriography of the native system. It was elected to proceed with coronary ivus (intra vascular ultrasound) of the lad. A medtronic launcher 6 french jl4 guide catheter was used and a pro water wire was advanced down the lad and ivus was performed with an atlantic boston scientific catheter. The ivus revealed evidence of significant disease in the proximal lad. At this point, the ivus catheter was removed and the pro water wire was advanced down the 1st diagonal artery and direct stented with a taxus express2 2.5x12.0mm drug eluting stent (des). Following this, the wire was then removed and the stent delivery system (sds) was advanced down the lad and the physician attempted to stent the lesion with a taxus express2 3.50x12.0mm des, but could not cross the prior stent. When attempting to remove the sds, it would not come back into the guide catheter. The guide catheter and entire sds were removed. At this point, it was noticed that the stent appeared to slip off the deployment device when it was entering the sheath. It was decided to not retrieve the stent and it remains harmlessly in the pt's leg. The physician was then able to successfully stent the lesion using another taxus express2 3.5x12.0mm des deployed at 9 atms and post-dilated at 16 atms. There was some evidence of edge dissection noted; however, the pt remained stable during the procedure. The pt was administered one bolus of heparin and was started on integrilin/ with a double bolus protocol. Next, the physician attempted to place a taxus express2 3.50x8.00mm des, but was unsuccessful due to the fact that the stent was directed upward and appeared to be getting caught in the struts of the previously deployed lad stent. The sds was removed and a quantum balloon, size unspecified, was used to further dilate the vessel. Again, the physician attempted to advance the stent across the previously deployed stent but was unsuccessful. A choice extra-support guidewire was advanced and the physician was able to successfully stent the lesion with the taxus express2 3.50x8.00mm des which was dilated at 12 atms. There were no reported pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.